Manufacturer narrative:
(B)(4). Visual examination of the returned product identified signs of use with nicks, gouges, wear, and the hex feature had fractured. Additional testing of the fractured surface along the screw edge identified sheared ductile overload dimples. The remaining surfaces were smeared resulting in inconclusive testing. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Complaint sample was evaluated and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial right partial knee procedure, the head of the screw fractured. The screw was removed without surgical delay or patient impact. All available information has been reported.